Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had previously called about an issue with the insulin pump turning off with the screen totally blank. The customer reported that they were advised the issue was caused by the battery cap. They received a replacement battery cap and put it in but then the insulin pump alerted a battery failure and the screen was blank again. The customer stated that when they press the buttons on the insulin pump, the display would dim. The customer¿s blood glucose level was 378 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The customer declined to return the insulin pump.